Event description:
Additional information reported a catheter replacement was scheduled for (B)(6) 2013. The patient¿s pain was being managed orally until the replacement.

Event description:
It was reported that the patient had increased pain and less than 50% therapy relief since the day after pump implant surgery. A dye study was performed and it was discovered that the catheter was no longer in the intrathecal space. During the procedure, the patient disclosed to the doctor that she fell in the hospital following her implant. The plan was to replace the catheter at a future date to be determined. The device system was used to infuse morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).